Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during aneurysm embolization, after the echelon 10 catheter was positioned, the axium coil became stuck in the middle of the catheter during delivery. It could neither be advanced nor withdrawn, so the catheter and the coil were removed together. After replacing the microcatheter, a new coil was selected to complete the procedure. The new coil's model is apb-1-2-hx-es, and the lot number is the one listed in this report. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. The patient was undergoing intracranial aneurysm surgery for treatment of a saccular, unruptured, left posterior communicating artery aneurysm with a max diameter of 2 mm and a 3 mm neck diameter. The access vessel was the femoral artery with a diameter of 6 mm. It was noted the patient's blood flow was normal and the vessel tortuosity was moderate.